Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). A field service engineer (fse) checked the mechanical adjustments of the pipette, mixer, and sipper. The fse completed an inspection of station washes, a conductivity test, and checked the lld voltage. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 6.52 miu/ml, accompanied by a data alarm. The repeat result was 1308 miu/ml, accompanied by a data alarm. The sample was repeated because the doctor questioned it in comparison to the patient's age. The laboratory would consider a value less than 0.100 miu/ml to be correct.